Event description:
The customer reported the generation of erroneously low patient results on two patient samples for multiple analytes, including ion-selective electrolytes, on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide demographics. The customer provided examples for initial results for one patient sample.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and reviewed the reaction monitors which indicated that there was a sampling issue. Cts identified the probable cause as a defective reagent syringe. The customer replaced the reagent syringe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).